Event description:
Sorin group received a report that during a procedure, when the clinician attempted to increase the flow rate, the flow rate did not increase for several minutes. There was no report of patient injury.

Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the s5 system. The incident occurred in (B)(4). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that during a procedure, when the clinician attempted to increase the flow rate, the flow rate did not increase for several minutes. There was no patient injury. The investigation is ongoing. A follow up report will be sent when the investigation is complete.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The perfusionist informed the service representative that the flow suddenly dropped as well. The device was tested by the facility biomedical engineer and the service representative and they were not able to reproduce the reported issue using the test circuit. The only way they were able to get the flow to drop was to physically occlude the tubing to restrict the flow. The service representative concluded that the tubing was likely occluded at the time of the incident. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Livanova (B)(4) has not been made aware of any additional issues with the reported unit. Livanova (B)(4) will continue to monitor for trends related to this type of issue.